Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Event description:
It was reported that during an unknown procedure the jaws of the device would not open after three minutes of use. Another device was used to complete the case. No patient consequences